Event description:
It was reported that an alert triggered due to low impedance on the defibrillation coil of the right ventricular (rv) lead. It was noted that the lead had pulled back. The lead was explanted and replaced. Following the lead replacement, the device failed to defibrillate the patient during defibrillation thresholds (dft) testing. A new lead was added to assist the device, but the device again failed to defibrillate the patient during testing. The device was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.